Event description:
It was stated by the initial reporter that the server was down. After further investigation, one of the raid lights was off, and the diagnostic panel was displaying disk drive (dasd) error. Iso files were installed and ran to diagnose the issue. The issue was resolved after re-seating the drives, memory and controller and booted back up the server. No patients were involved in the malfunction, and there is no evidence of patient data loss.

Manufacturer narrative:
There was no patient involved, thus no patient data exists. The(B)(4) server is the device which malfunctioned, however, the server is an accessory to the officepacs system. Actual device was evaluated in the field. Initial reporter was an it engineer. This was a server issue and was resolved by re-seating the drives, memory and controller and booting back up the server. There is a potential for data loss when a server crashes, however, there was no evidence of data loss with this malfunction. No event occurred. This is not a single use device. (B)(4).